Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on first stapling during laparoscopic sleeve gastrectomy, the surgeon closed the instrument, but was unable to finish firing the reload. The scrub nurse felt something different than usual and it was a bit harder to load. Part of the reload was fired and some of the staples were formed but not all. The staple line was incomplete distally. They stapled at another location to fix it. The surgeon tried 3 different reloads and the same thing happened. To complete the case, they changed the handle and then proceeded with the surgery. There was no patient injury.